Event description:
The plaintiff's attorney alleged that the plaintiff experienced a cardiovascular event and brain injury on (B)(6) 2011, after the use of the product.

Manufacturer narrative:
These events (cardiovascular and brain injury) are for the same pt involving two separate products. Associated MDR # 1225714-2013-01245.